Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The small grasping retractor instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. As of (B)(6) 2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. System logs showed that the instrument was last used on system# sk2123 on (B)(6) 2020 and had 3 lives remaining. Based on the information provided at this time, this complaint is being reported because the small grasping retractor is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, or not provided. The expiration date for is not applicable. Field is not applicable because the product is not implantable. Field is unknown.

Event description:
It was reported that after a da vinci assisted procedure, the small grasping retractor had a broken cable. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to attempt to obtain additional information. However, as of the date of this report, no additional information has been provided.